Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 5.2 mmol/l. The customer was asked if insulin pump was dropped recently and patient confirmed no. The customer did no through any magnetic field recently. The customer was advised that replacement will be sent.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case on the display window corners, cracked battery tube threads and minor scratches on display window.